Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately ten years later a type ia endoleak was observed. The event has not been assessed by the investigator. No additional clinical sequelae were reported and the patient is being monitored.